Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer was took off insulin pump when she woke up one morning. The customer treated high blood glucose with a pen. The customer was assisted with troubleshooting for high blood glucose value. The customer was off the insulin pump since last thursday and off from sensor since saturday. The insulin pump will not be returned for analysis.